Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a piece of the cuff holding the shaft broke off and fell onto the floor. No piece of the device fell within the patient cavity. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: two devices sample was received for evaluation. These devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the hubs on both devices were broken. The pieces were not returned. The cuff holding the shaft was broken. The reported condition was confirmed. The investigation found the hubs were broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states do not bend the instrument shaft. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.